Event description:
Event was reported to (B)(4) by an attorney. The pt has suffered lost control of legs, constant pain and feeling of needles, and urinary problems. No further info has been provided.